Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that due to an alleged stuck key, the keypad door of a large volume pump module will be replaced. There was no reported patient involvement.